Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. After warm-up, the cgm immediately displaying low readings and the pediatric patient was vomiting. The patient checked a finger stick and it was around 200 mg/dl. The patient's parent took the patient to the emergency room. In the ER, the bg displaying high readings. The patient was treated with IV insulin. After 4 hours, the patient was discharged and went home with a bg reading of 120 mg/dl. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The data investigation found a difference in values that fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.